Manufacturer narrative:
Hematoma is a known side effect of lithotripsy treatment and is addressed in our labeling. Unit was installed in 2009; complete installation testing was done at the time; additionally csa testing was done five days later; unit passed all tests. No malfunction was noted at that time of the procedure. Unit has been in continuous service since the event. The hosp has treated approx 120-130 pts with no problems reported. There is no plan to schedule eval of unit.